Event description:
Customer reportedly received results of 540 mg/dl on the advantage system and 32 mg/dl on a hospital meter within 10 minutes. The discrepant results were obtained at the customer's home. Based on the result of 540 mg/dl, the customer took 6 units of novolog. Within 5 minutes, she began acting strange and passed out, was taken to the hospital where she had a blood glucose result of 32 mg/dl on the hospital meter. Customer was treated at the hospital with oral glucose. No quality controls used. Requested return of suspect device and replacement was sent. Accu-check advantage system: meter, comfort curve test strip lot number 549554, expiration date 03/31/2008.